Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A reporter/layperson alleged that her mother's (patient/layperson's) ultra meter results were erratic; she was comparing a result of 350 at 9pm to a 56 at 1 a.m. And then 240 following orange. All results are in mg/dl, the correct unit of measure. This senior medical affairs specialist has classified the complaint based upon the information given to the customer care associate, cca. The product was replaced. One evening the week of 2007 at 9:00p.m, the reporter gave the patient 30 units of 70/30 insulin following a blood glucose of 350. Reportedly, this was a decreased amount of insulin. At 1:00 a.m., the patient showed signs of "weakness, shakiness in the legs" besides being "famished." Her blood glucose was 56, an expected low result with hypoglycemia. The patient was fed orange juice with two teaspoons of sugar, coffee with sugar, and a banana. Later her blood glucose was 240, an expected elevated result post food and sugar. The complaint is classified as an adverse event because the patient allegedly experienced hypoglycemia four hours after receiving a decreased dose of insulin with a blood glucose of 350.